Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient began to experience symptoms that may be related to withdrawal. The physician reset the pump on (B)(6) 2016 and the patient's symptoms subsided on the following day. On (B)(6) 2016, the patient reported to be receiving the expected amount of pain relief.